Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation an "internal battery" error was identified on the device's error log. The internal battery was replaced to address the reported issue. The device evaluation also noted "missing feet", unrelated to the reportable issue/malfunction.